Event description:
MFR review of the conference presentation "ejpn supplement authors' meeting- day 1, vns therapy in children and adolescents: the current state of evidence" revealed a vns patient has increased seizures. Attempts to the presenter for additional info have been unsuccessful to date.

Manufacturer narrative:
Presentation citation: "ejpn supplement authors' meeting- day 1" vns therapy in children and adolescents: the current state of evidence"; 19-20 june 2008.